Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing high blood glucose. Their blood glucose at the time of the incident was 600 mg/dl. At the time of the call, it was 309 mg/dl. Customer had symptoms of nausea. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, the customer said that she did have a backup plan and that was that she treated with a manual injection. She stated that she also contacted her diabetes educator regarding her high blood sugars. The customer stated that her high blood sugars began on (B)(6) 2017. She declined to check for any possible site. Insulin issues and she was advised that inaccurate pump settings may result in high blood glucose. She also declined to check her pump settings and she was advised that the pump is designed to trigger an alarm if it detects a blockage that may prevent the flow of insulin. The customer was assisted with performing the high-pressure test and the pump passed. She was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is not being returned for analysis.